Manufacturer narrative:
Clinical evaluation performed by medical affairs department acromion stress fracture discovered at about 9 months from the primary rsa. From the radiographic image the bone quality seems low and this can be also the cause of the fracture of the acromion. There is no reason to suspect a malfunctioning device.

Event description:
During a clinical study, acromion stress fracture discovered at about 9 months from the primary. No revision surgery planned, only physiotherapy prescribed.

Manufacturer narrative:
Batch review performed on 23 december 2024. Lot 2336617: (B)(4) items manufactured and released on 16-jan-2024. Expiration date: 2028-12-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Conclusions: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.